Manufacturer narrative:
Additional information obtained established the user did not experience a visual waveform and there was no tone; although they did visualize confirmation that the electrodes were recognized on the monitoring screen during setup.

Event description:
Additional information obtained established the user did not experience a visual waveform and there was no tone; although they did visualize confirmation that the electrodes were recognized on the monitoring screen during setup.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation and repair at the (B)(4) depot in (B)(4). There was no fault found with the device; therefore, the most likely root cause is related to operational context or user error. The device was cleaned, tested to product specifications and returned to the customer.

Event description:
It was reported that during set-up [testing] the mainframe will not stimulate. There was no patient involvement.